Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48913. It was reported the patient's lead migrated. In turn, reprogramming was unable to resolve the issue. Patient underwent surgical intervention wherein both of the leads were explanted and replaced to address the issue. Therapy was restored postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.